Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. Customer reported in morning had a low battery alert and nothing comes up for 5 minutes. We sent out a battery cap and it does not help. Customer stated that this has been happening for months, sap shows history of her calling with blank display. Customer declines low battery alert troubleshoot. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display and low battery alert noted.